Event description:
The end user reported he developed patchy, red rash underneath and outside of the skin barrier's tape collar approx one month ago. Two weeks ago, he sought med treatment and was prescribed an anti fungal powder. The rash has shown improvement with the application of the anti fungal powder.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow up report will be submitted.